Manufacturer narrative:
An event of persistent fever, degeneration of the valve due to a bacterial infection, and a valve-in-valve was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm epic valve was implanted due to bacterial endocarditis. On (B)(6) 2019, a valve in valve procedure was performed due to a bacterial infection causing early degeneration of the valve. A 25mm portico valve (serial number: (B)(4)) was successfully implanted and the patient is reported to be stable.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 23 mm epic valve was implanted due to bacterial endocarditis. On (B)(6) 2019, a valve in valve procedure was performed and a 25 mm portico valve (serial number: (B)(4)) was implanted. Additional information has been requested.